Event description:
A doctor identified two (2) different lots of bond-1 sf, which were alleged to have been associated with the failure of restorations in approximately five (5) patients; however, the doctor was not definitive as to the number of patients affected with regard to each lot. Five (5) reports will be submitted for the alleged serious injuries. This is the second of five (5) reports.

Manufacturer narrative:
Although the doctor identified two (2) different lots that were associated with the restoration failures, he could not verify which lots were used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents included lot numbers 3563739 and 3515515. The patients' restorations were replaced with "g bond" adhesive without further incident. Retain samples for both lots were evaluated for adhesive strength and were found to meet product specifications. In addition, no similar complaints were received with regard to these lots. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related problem and was not due to a product failure.